Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 1200 mg/dl and ketones that were identified and dangerous by a healthcare provider; cause was unknown. The customer was treated with intravenous fluids of insulin, saline, magnesium, and potassium. The customer was released 04/01/2026 with the issue resolved and no permanent damage. The customer reverted to an alternate form of insulin therapy.